Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the batteries were draining quickly and the device kept shutting off. The blood glucose reading was 13.9 mmol/l. The customer was unable to troubleshoot due to the device shutting off. The customer requested a replacement device and was asked to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded insulin pump history. However, the insulin pump was received with minor scratched lcd window and case.